Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had partial display as well as beep anomaly. The customer¿s blood glucose was 319 mg/dl. The customer was assisted with troubleshooting. Customer stated that the display had white lines and only partially visible. Customer stated that the insulin pump was beeping. Customer states the insulin pump was neither dropped nor bumped. The devise will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with a blank white lcd due to cracked lcd controller. Unable to perform the self test, sleep current measurement, active current measurement and displacement test due to blank white lcd. Missing segments/partial display unknown. Audio/vibrate anomaly/absence of alarm unknown.